Event description:
It was reported to philips that the customer was unable to acquire images due to a disk space problem. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the diagnostic vascular procedure was completed by restarting the system and after deleting the completed and suspended patient images which were transferred to the picture archiving and communication system (pacs). A philips remote service engineer (rse) inspected the system remotely and confirmed that the system had error message "delete patients to create space". Analysis of the system logs by rse indicated that the image processing pc(ippc) disks failed. A philips field service engineer (fse) visited onsite and as part of troubleshooting action, fse did an image disk recreate, which cleared the patient database and sector of the image drive. A reboot of the system was done confirming the issue got resolved and the ippc disk got back to an empty disk. After image disk recreation and system reboot, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. The allura IFU provides instruction on regarding a cold restart (switching the system off and then on again) as well as a ¿fast restart¿ which enables the operator to recover from a system failure faster than switching the system off and on again. If a loss of geometry movement occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A loss of geometry movement that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur.based on the investigation results, philips concluded that the complaint is not reportable.